Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The device had minor scratched lcd window, cracked display window corner, broken belt clip slot at battery tube threads area and broken reservoir tube lip.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that the customer had high blood glucose levels of 600 mg/dl. The customer reported that the she felt that the insulin pump was not functioning properly. The customer manually injected and did a bolus. Troubleshooting was done. Upon reviewing the alarm history the customer found four no delivery alarms on the insulin pump. The customer was advised to disconnect from the insulin pump. Customer was advised that the insulin pump would neet to be replaced. No additional info is provided.